Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz a std 60mm, pn 11-301301, ln 439460; arcos 12x150mm spl tpr dist, pn 11-300812, ln 350800; e1 +3 max-rom, pn unknown, ln unknown; biomet biolox-delta ceramic type 16/18 taper with type I option taper adapter, pn unknown, ln unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05506; 0001825034-2018-05508; 0001825034-2018-05511; 0001825034-2018-05512.

Event description:
It was reported patient experienced right hip aspiration approximately 11 months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up is being submitted to relay additional information. Concomitant medical products addition: cer option 1 tpr sleeve, catalog #: 650-1064, lot #: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see added report: 0001825034-2018-09387.